Event description:
The report states that the pt was receiving a flolan infusion in 2007. According to reporter, the user is a practiced user. After about 20 hrs of infusion had elapsed, small bubbles formed and caused the pump to alarm "air in line" and the infusion stopped. The user lost consciousness and was brought to emergency room. According to reporter, the user has recovered with incident-related medical sequelae.

Manufacturer narrative:
One 100ml cassette was returned for evaluation. Verified that this cassette did leak at the weld between the tube and medication bag. A corrective action has been implemented.